Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Patient reported left side pain and rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side pain and rupture. Device has been explanted.